Event description:
It was reported that the cdi 500 displayed low potassium levels during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The system was returned to terumo for investigation and the failure could not be confirmed. The cable guide was replaced because it was cracked. However, the system operated as intended. The system was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.